Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery was this past (B)(6)) in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, migraine and headache outcome was unknown. The reporter considered headache, medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case becomes an incident. New events added: medical device removal, migraines, headaches. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery was this past (B)(6)) in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essur removal). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, migraine and headache outcome was unknown. The reporter considered headache, medical device removal, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event weight gain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.